Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), tooth loss ("tooth loss"), arthralgia ("joint pain/ hip pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("mood swings"), abdominal pain lower ("cramping") and feeling abnormal ("brain fog"). The patient was treated with surgery (she underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, tooth loss, arthralgia, back pain, alopecia, fatigue, mood swings, abdominal pain lower and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, fatigue, feeling abnormal, menorrhagia, mood swings, pelvic pain and tooth loss to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation") in an adult female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss"), arthralgia ("joint pain/ hip pain"), back pain ("back pain / lower back pain"), alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("mood swings"), abdominal pain lower ("cramping"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery (she underwent a hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain had resolved, the menorrhagia, tooth loss, arthralgia, alopecia, fatigue, mood swings, abdominal pain lower, feeling abnormal, vaginal haemorrhage, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, rash and hypersensitivity outcome was unknown and the back pain was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, tooth loss, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6)2008: complete bilateral fallopian tube occlusion.. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lot number added. Lab data added. Concomitant condition and medication added. Events: vaginal bleeding, migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, rashes or skin conditions type, allergic or hypersensitivity reaction, back pain pt updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation") in an adult female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss"), arthralgia ("joint pain/ hip pain"), back pain ("back pain / lower back pain"), alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("mood swings"), abdominal pain lower ("cramping"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery (she underwent a hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the menorrhagia, tooth loss, arthralgia, alopecia, fatigue, mood swings, abdominal pain lower, feeling abnormal, vaginal haemorrhage, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, rash and hypersensitivity outcome was unknown and the back pain was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, tooth loss, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: complete bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('excessive and abnormal bleeding during menstruation') in an adult female patient who had essure (batch no: 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, dysfunctional uterine bleeding and ovarian torsion. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse"). On an unknown date, the patient experienced tooth loss ("tooth loss"), arthralgia ("joint pain/ hip pain"), back pain ("back pain / lower back pain"), mood swings ("mood swings"), abdominal pain lower ("cramping"), tooth disorder ("dental problems"), rash ("rashes or skin conditions type") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery (she underwent a hysterectomy,salpingectomy (bilateral removal of fallopian tubes), oophorectomy(left) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, alopecia, fatigue, feeling abnormal, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia and weight increased had resolved, the tooth loss, arthralgia, mood swings, abdominal pain lower, migraine, tooth disorder, rash and hypersensitivity outcome was unknown and the back pain was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, tooth loss, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received- outcome of menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea , fatigue, hair loss, headaches, weight gain, brain fog updated to recovered / resolved. Concomitant drug and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.